Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause and treatment were not reported. It was reported that the patient visited the out patient department and was diagnosed with peritonitis and hospitalized. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information was provided because the reporter decline follow up.